Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 952 mg/dl with lethargy, fruity breath and extreme drowsiness. The patient was reportedly taken to the emergency room and admitted to the hospital where they were treated with intravenous fluids and intravenous glucose as well as other unspecified treatment. The reporter alleged an occlusion issue on (B)(6) 2017. Troubleshooting by animas customer support revealed that on review of the alarm history there was no occlusion alarm in the alarm history. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with the absence of occlusion alarm.